Event description:
There was no report of serious injury or illness associated with this complaint. A product problem (under-delivery, amount unreported), for the patrol pump, list #52036, was reported to be associated with this complaint. The device was returned for testing and investigation and the under-delivery was not confirmed. The additional finding, rotor not seated is considered likely to result in a serious injury or illness should it recur. A use error was also noted.

Manufacturer narrative:
The device was returned for testing and investigation and the under-delivery was not confirmed. Additional finding. Rotor not seated. Ross standard procedure includes attempting to obtain all required information from the source.